Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported vague complaints of cracked spin collar while infusing unspecified chemotherapy. Although requested there is no other additional event details provided by the customer.

Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of ¿cracked spin collar¿ was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found multiple cracks on the male luer spin collar. No tool marks or stress marks were observed on the male luer. Due to the set¿s cracked spin collar; functional testing could not be performed. The root cause of the male luer crack could not be determined.